Event description:
On 11/10/2021, it was reported by a sales representative via sems that (2) ar-12990 knee scorpion will not grab sutures and a needle broke inside of lot: 14200461. This was discovered during in a knee procedure on (B)(6) 2021. The case was completed by using a new ar-12990.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the canula is obstructed, likely by the tip of a needle. The grasper function could not be verified. The event's most likely cause(s) is user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.